Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that the patient presented to the emergency room experiencing nausea and chest pain. Upon interrogation, it was noted that the right atrial (ra) lead exhibited failure to capture. Programming changes were made and the patient was in stable condition.